Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report for an event which the user facility stated there was "blood" on the metal shroud" of the pentax video endoscope connector(pve) involving pentax medical video duodenoscope, model ed34-i10t-us, serial number (B)(4). On 23-sep-2019, pentax medical's device maintenance and infection control specialist reached out to the lead tech at duke medicine's central processing department and requested the user take the instrument out of service, advised him that pentax medical will get a loaner scope out asap and requested them to isolate the endoscope so that the reprocessing could be observed by and documented by pentax medical. Unfortunately, the dried red fluid, reported as "blood" had been wiped off the endoscope and reprocessed again by the user facility in a mediators automated endoscope reprocessor (aer). On (B)(6) 2019, it was confirmed that the device has been decontaminated by the user facility. The duodenoscope passed leak testing and was reprocessed with high level disinfectant. The area with the reported "blood" was found under the cap on the metal shroud and was wiped down with an intermediate level disinfectant. The duodenoscope was received by pentax medical for evaluation on 26-sep-2019. The duodenoscope was inspected by pentax medical service on (B)(6) 2019 and the following inspection findings were documented: light carrying bundle distal cover glass middle chipped, passed wet leak test, lightguide prong cover glass set loose, bending rubber glue cracking at distal side, passed dry leak test, prism scratched, image mild shadow, fluid invasion not observed in control body, fluid invasion not observed in pve connector. The duodenoscope underwent repairs including the following components: operation channel, deflector operating wire, deflector staycoil, bending rubber, air/water tube, biopsy inlet t-piece pb-free, suction channel lg, air/water supply tube lg, lcb distal cover, objective prism assy, o-rings and seals. The video duodenoscope is currently awaiting qc final approval and organic resampling as of (B)(6) 2019. This is the first time pentax model ed34-i10t-us, serial number (B)(4) has been returned for service at a pentax medical facility since the device was put into service on (B)(6) 2019. Due to this event, pentax medical filed MFR report number 9610877-2019-01502 with the FDA. The manufacturer was also notified of the event under importer report number 2518897-2019-01186.